Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and large intestine perforation ('perforation: colon/ one was migrated into colon') in a (B)(6) female patient who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy, salpingectomy, multi gravida and parity 3. Concurrent conditions included sickness, general body pain, painful intercourse, tubal ligation, lower abdominal pain and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient underwent tooth extraction ("dental problems: had a total of 10 teeth removed") and experienced vulvovaginal pain ("pain/ vaginal pain"), libido decreased ("low libido"), irritable bowel syndrome ("increased ibs symptoms"), myalgia ("muscle pain"), bone pain ("deep bone pain"), tooth fracture ("dental problems: chipped teeth"), abdominal pain ("abdominal internal pain") and hypoaesthesia ("external numbness"). In (B)(6) 2012, the patient experienced mass ("rashes or skin conditions type: bumps"), rash generalised ("rashes or skin conditions type: rashes all over body") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced inflammation ("hormonal changes: inflammation"), mood swings ("hormonal changes: mood swings"), hot flush ("hormonal changes: hot flashes"), skin disorder ("hormonal changes: skin changes"), night sweats ("hormonal changes: night sweats"), insomnia ("hormonal changes: insomnia") and feeling abnormal ("hormonal changes: brain fog"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed), bilateral oophorectomy and right side salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, large intestine perforation, inflammation, mood swings, hot flush, skin disorder, night sweats, insomnia, mass, rash generalised, tooth extraction, fatigue, vulvovaginal pain, weight increased, libido decreased, irritable bowel syndrome, myalgia, bone pain, tooth fracture, feeling abnormal, abdominal pain and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, bone pain, fatigue, feeling abnormal, hot flush, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, large intestine perforation, libido decreased, mass, mood swings, myalgia, night sweats, rash generalised, skin disorder, tooth extraction, tooth fracture, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal pain, dyspareunia, abdominal pain, muscle pain, deep bone pain, tooth weakness, low libido. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation: uterus, perforation: colon/ one was migrated into colon, hormonal changes: inflammation, hormonal changes: mood swings, hormonal changes: hot flashes, hormonal changes: skin changes, hormonal changes: night sweats, hormonal changes: insomnia, hormonal changes: brain fog, rashes or skin conditions type: bumps, rashes or skin conditions type: rashes all over body, dental problems: had a total of 10 teeth removed, fatigue, pain/ vaginal pain, weight gain, low libido, increased ibs symptoms, muscle pain, deep bone pain, dental problems: chipped teeth, abdominal internal pain, external numbness and she didn¿t undergo an essure confirmation test. On 17-sep-2019: fu2 & fu3 were processed together. Same source document attached. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and large intestine perforation ('perforation: colon/ one was migrated into colon') in a 52-year-old female patient who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy, salpingectomy, multi gravida and parity 3. Concurrent conditions included sickness, general body pain, painful intercourse, tubal ligation, lower abdominal pain and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced tooth disorder ("dental problems: had a total of 10 teeth removed /lost 11 teeth since the essure placement"), vulvovaginal pain ("pain/ vaginal pain"), libido decreased ("low libido"), irritable bowel syndrome ("increased ibs symptoms"), myalgia ("muscle pain"), bone pain ("deep bone pain"), tooth fracture ("dental problems: chipped teeth"), abdominal pain ("abdominal internal pain") and hypoaesthesia ("external numbness"). In (B)(6) 2012, the patient experienced skin mass ("rashes or skin conditions type: bumps"), rash ("rashes or skin conditions type: rashes all over body") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced inflammation ("hormonal changes: inflammation"), mood swings ("hormonal changes: mood swings"), hot flush ("hormonal changes: hot flashes"), skin disorder ("hormonal changes: skin changes"), night sweats ("hormonal changes: night sweats"), insomnia ("hormonal changes: insomnia") and feeling abnormal ("hormonal changes: brain fog"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with 10 teeth removed and surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed), bilateral oopherectomy and right side salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, large intestine perforation, inflammation, mood swings, hot flush, skin disorder, night sweats, insomnia, skin mass, rash, tooth disorder, fatigue, vulvovaginal pain, weight increased, libido decreased, irritable bowel syndrome, myalgia, bone pain, tooth fracture, feeling abnormal, abdominal pain, hypoaesthesia and pelvic pain outcome was unknown. The reporter considered abdominal pain, bone pain, fatigue, feeling abnormal, hot flush, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, large intestine perforation, libido decreased, mood swings, myalgia, night sweats, pelvic pain, rash, skin disorder, skin mass, tooth disorder, tooth fracture, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Plaintiff received treatment for pelvic pain, abdominal pain, uterus perforation. Plaintiff performed additional surgeries : (B)(6) 2018, type of surgeries oophorectomy(bilateral), salping.(unilateral),other discrepancy: date of removal previously reported as (B)(6) 2018 now it is reported (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal pain, dyspareunia, abdominal pain, muscle pain, deep bone pain, tooth weakness, low libido. Lot number: 623214, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. The patient described that she had lost 11 teeth since the essure placement in 2008. The event dental problems: had a total of 10 teeth removed was updated to dental problems: had a total of 10 teeth removed /lost 11 teeth since the essure placement. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and large intestine perforation ('perforation: colon/ one was migrated into colon') in a 52-year-old female patient who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy, salpingectomy, multi gravida and parity 3. Concurrent conditions included sickness, general body pain, painful intercourse, tubal ligation, lower abdominal pain and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient underwent tooth extraction ("dental problems: had a total of 10 teeth removed") and experienced vulvovaginal pain ("pain/ vaginal pain"), libido decreased ("low libido"), irritable bowel syndrome ("increased ibs symptoms"), myalgia ("muscle pain"), bone pain ("deep bone pain"), tooth fracture ("dental problems: chipped teeth"), abdominal pain ("abdominal internal pain") and hypoaesthesia ("external numbness"). In (B)(6) 2012, the patient experienced skin mass ("rashes or skin conditions type: bumps"), rash ("rashes or skin conditions type: rashes all over body") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced inflammation ("hormonal changes: inflammation"), mood swings ("hormonal changes: mood swings"), hot flush ("hormonal changes: hot flashes"), skin disorder ("hormonal changes: skin changes"), night sweats ("hormonal changes: night sweats"), insomnia ("hormonal changes: insomnia") and feeling abnormal ("hormonal changes: brain fog"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed), bilateral oopherectomy and right side salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, large intestine perforation, inflammation, mood swings, hot flush, skin disorder, night sweats, insomnia, skin mass, rash, tooth extraction, fatigue, vulvovaginal pain, weight increased, libido decreased, irritable bowel syndrome, myalgia, bone pain, tooth fracture, feeling abnormal, abdominal pain, hypoaesthesia and pelvic pain outcome was unknown. The reporter considered abdominal pain, bone pain, fatigue, feeling abnormal, hot flush, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, large intestine perforation, libido decreased, mood swings, myalgia, night sweats, pelvic pain, rash, skin disorder, skin mass, tooth extraction, tooth fracture, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Plaintiff received treatment for pelvic pain, abdominal pain, uterus perforation. Plaintiff performed additional surgeries : (B)(6) 2018, type of surgeries oophorectomy(bilateral), salping.(unilateral),other discrepancy: date of removal previously reported as (B)(6) 2018 now it is reported (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal pain, dyspareunia, abdominal pain, muscle pain, deep bone pain, tooth weakness, low libido. Lot number: 623214, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event pelvic pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and large intestine perforation ('perforation: colon/ one was migrated into colon') in a 52-year-old female patient who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy, salpingectomy, multi gravida and parity 3. Concurrent conditions included sickness, general body pain, painful intercourse, tubal ligation, lower abdominal pain and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient underwent tooth extraction ("dental problems: had a total of 10 teeth removed") and experienced vulvovaginal pain ("pain/ vaginal pain"), libido decreased ("low libido"), irritable bowel syndrome ("increased ibs symptoms"), myalgia ("muscle pain"), bone pain ("deep bone pain"), tooth fracture ("dental problems: chipped teeth"), abdominal pain ("abdominal internal pain") and hypoaesthesia ("external numbness"). In (B)(6) 2012, the patient experienced skin mass ("rashes or skin conditions type: bumps"), rash generalised ("rashes or skin conditions type: rashes all over body") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced inflammation ("hormonal changes: inflammation"), mood swings ("hormonal changes: mood swings"), hot flush ("hormonal changes: hot flashes"), skin disorder ("hormonal changes: skin changes"), night sweats ("hormonal changes: night sweats"), insomnia ("hormonal changes: insomnia") and feeling abnormal ("hormonal changes: brain fog"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed), bilateral oopherectomy and right side salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, large intestine perforation, inflammation, mood swings, hot flush, skin disorder, night sweats, insomnia, skin mass, rash generalised, tooth extraction, fatigue, vulvovaginal pain, weight increased, libido decreased, irritable bowel syndrome, myalgia, bone pain, tooth fracture, feeling abnormal, abdominal pain and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, bone pain, fatigue, feeling abnormal, hot flush, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, large intestine perforation, libido decreased, mood swings, myalgia, night sweats, rash generalised, skin disorder, skin mass, tooth extraction, tooth fracture, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal pain, dyspareunia, abdominal pain, muscle pain, deep bone pain, tooth weakness, low libido. Lot number: 623214; manufacture date: 2009-03; expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.